Manufacturer narrative:
The device was returned to olympus and is pending evaluation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined at this time. However, the instruction manual states to visually inspect the product and make sure that it has no corrosion, no dents and no scratches. Also, to visually inspect the ceramic insulation at the sheath¿s distal end before each use. "Do not use the instrument in case of damage (e. G. Cracks fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ in addition, a review of the device history records (DHR) was conducted by the original equipment manufacturer (OEM) for the subject device and lot number and found no nonconformities or deviations related to this device failure.

Event description:
Olympus was informed that during a transurethral resection of bladder tumor (turbt) procedure, the black tip of the inner sheath broke off and fell inside the patient¿s bladder. The device fragment was retrieved with a grasper. It is unknown if the intended procedure was completed. There was no patient injury reported. Additionally, the user facility reported that no other equipment was replaced during the procedure, the sheath did not experience any external impact or falls prior to the procedure and was inspected with no anomalies noted. The sheath also had been lubricated prior to assembly with other equipment.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found 50 percent of the ceramic beak broken off from the distal end. The broken portion was returned for evaluation. Further inspection found dents and scratches on the outer sheath of the device. The labeling was also faded making it impossible to confirm or determined the lot number. Based on the investigation findings, the damage to the ceramic beak and outer tube sheath is due to mishandling. The a22040a instruction manual warns users ¿a damaged sheath can cause injury to the urethra if the obturator¿s distal end does not move when inserted into the patient, do not try to remove the obturator from the sheath. Remove the entire sheath/obturator assembly from the patient. Otherwise, the sheath¿s distal end may be damaged. In addition, the original equipment manufacturer (OEM) performed a manufacturing and quality control review; however, was unable to confirm any nonconformities or deviations due to the lot number missing.